Event description:
It was reported that, the physician expressed distrust due to multiple devices with high shock impedance which was followed by an analysis and subsequent integrity tests. These increases in shock impedance are only noticed in devices implanted in the last eight to ten years. At this time, this is all the available information reported.